Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited a capture threshold of 2.7 v, 0.8 ms. The lead was removed and replaced.